Event description:
The incident/defect was reported as: jamming. It is unknown when defect was identified. No patient injury or intervention reported.

Manufacturer narrative:
Information is not available at the time of this report to indicate availability of device sample. If sample or a lot# becomes available, a follow-up report will be sent.